Event description:
It was reported that the high-definition liquid crystal display monitor was not powering on. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was confirmed by tac over the call. The customer contacted olympus technical assistance support (tac) via phone. The tac found that the customer did not have the power button turned on. Customer confirmed that he had signal on the oev-262h monitor. The customer informed tac of the event. Troubleshooting was able to resolve the reported allegation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: monitor was not powering on due to the power button was not turned on. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.